Manufacturer narrative:
Results, conclusion: balloon detachment most likely procedural related. Chronic total occlusion. (B)(4).

Event description:
The physician was using an amphirion deep rx pta balloon catheter to treat the anterior tibial artery. The lesion was a chronic total occlusion with little tortuosity and slight calcification (lesion size: 20 mm). Lesion was predilated. It was reported that no abnormalities were noted during device inspection, preparation or lesion treatment. It was also reported that no resistance were noted during device delivery and lesion crossing. After lesion treatment (nominal pressure -exact duration time was unknown but long inflation was performed), when the physician attempted to remove amphirion from the patient no resistance was encountered and strong force was not applied however the balloon detached at the proximal part of the balloon. The detachment was retrieved by removing gw (non-medtronic ). It is unknown if sufficient time given to the balloon to deflate prior to attempting to remove the device from the patient but it was confirmed that the complaint device was used by standard method. No adverse event was reported to have occurred to the patient. Evaluation summary: the device was returned in a double plastic pouch. The device was broken in two parts, with the balloon and guide wire tube stuck on the guide wire used in the procedure. The balloon was unfolded and traces of dried radio opaque solution were detected. The guide wire tube under the balloon was shrunken over the gw and the broken end inside the balloon the outer shaft was broken close to the balloon welding. The guide wire tube was broken on the monorail of the device. The welding was analyzed on the microscope and it was intact, however the distal tube was broken. The hypotube was bent close to the shaft welding.